Manufacturer narrative:
Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(4); product ID: 9735788, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed smoke from camera cart ups pointed to obvious failure in that component. Dvm used to check for potential on the dc input cable (which eventually connects to v2 on the main cart ups) showed no voltage. Unsure if loopback was preventing power or if ups was damaged in the shorting of the camera cart ups. They replaced the camera cart ups and the ups on camera cart. The system then passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during installation of a new stealth, the unit was powered on for the first time. Approximately 20 seconds later the camera cart station shutdown and a strong smell of smoke could be detected. Removing the cover revealed smoke pouring out of the ups. Port v2 on the main cart also read zero volts after subsequent testing and so suspected that the main cart ups was damaged too. No patient was present.

Manufacturer narrative:
D10 additional information: product ID: ups 9735787 main cart s8 svc, lot/serial: (B)(6)product ID: ups 9735788 camera cart s8 svc, lot/serial: (B)(6) section e: correction - enabling technologies not neuromodulation h3, h6: the main cart ups was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm b01, fdr c19, and fdc d14 are applicable to the ups analysis. The camera cart ups was returned to medtronic for analysis. Testing was conducted and the issue was confirmed. The ups could not power on when connected to a power supply. Fdm b01, fdr c02, and fdc d02 are applicable to the ups analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.